Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. Service required alarms indicating speaker failures were also observed. Additionally, the device's rubber feet were missing, the handle and sd card door were physically damaged. No components were replaced. The device was scrapped.